Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter indicated that the down arrow button was acting as if it was the ok button. The reporter indicated that the pump was unable to scroll down with the down arrow button related to the issue. The reporter indicated that the keypad was torn at the up arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:the keypad was observed to be torn at the up and ok buttons. The keypad buttons were tested and were found to be unresponsive to button presses. The keypad was removed and the button contacts were found to be misaligned and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was observed to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.